Manufacturer narrative:
An outside the united states customer stated that two samples from the same patient had high atellica im high-sensitivity troponin I (tnih) results. Other replicates from the same samples were low. The samples were allowed to clot in the tube for 20 - 30 minutes each. The centrifugation speed/time of the tube was 4000rp/5minutes. Calibration and quality control (qc) have been within specifications for tnih. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer stated that two samples from the same patient had high atellica im high-sensitivity troponin I (tnih) results. Other replicates from the same samples were low. The results were reported to the physician who questioned the results. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00218 on july 15, 2022. Siemens filed the MDR 1219913-2022-00218 supplemental report 1 on aug 11, 2022. Aug 22, 2022 additional information: an outside the united states customer observed high (>IFU 99th% 45 pg/ml) high-sensitivity troponin I (tnih), lot: 068, results on 2 samples (sid#: (B)(6) from the same patient on atellica im 1300 compared to repeat testing on the same instrument. Siemens reviewed available information to evaluate for a potential product problem. Quality control (qc) was within specifications for tnih and this patient's samples were the only ones affected during this timeframe, indicating a sample/patient specific cause for the elevated results. Sid (B)(6) first sample on (B)(6) 2022: initial result: 953.97 @15:10. Repeated results <3.21 ng/l. Sid (B)(6) second sample on (B)(6) 2022: initial result: 3.73 @ 19:55, repeat result: 74.64 at 21:20, repeated results < 3.9 ng/l. Samples were handled as follows: clotting time 20-30 mins, centrifuge at 4000 rpm for 5 mins. Siemens investigated the supplied sample and reagent trace logs from the system and found no abnormalities. Reagent pack integrity is not suspected as a cause since samples were run on different primary ready packs. Pre-analytical variables can affect sample quality, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the elevated results, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Initial MDR was filed on 15-july-2022 reporting an outside the united states customer stated that two samples from the same patient had high atellica im high-sensitivity troponin I (tnih) results. Other replicates from the same samples were low. Additional information - july 18, 2022 after submitting the initial report, additional information was received from the customer. Section d8 - was this device serviced by a third party? Updated to no. Section a2 - patient age updated to 43 years. Section b7 updated with the following information. The patient attended with chest pain. The following clinical information was provided by the customer (cardiologist): the patient attended with chest pain. 1st blood (u and es, fbc and 1st troponin) requested at 14:33 was analyzed as 954 ng/l. The clinical team was informed and was actioned at 18:57 as acs and cdu bed were requested. Before any acs therapy was given, the patient was scanned by the cardiology consultant and due to dilation of his ascending aorta and positive troponin result (954 ng/l) a CT aortogram was requested and a 2nd troponin was requested at 19:29. The CT scan did not show any acute aortic syndrome and the 2nd troponin came back as normal (3.7ng/l) which was questioned given the first result of 954 ng/l just a few hours ago. Therefore the laboratory was contacted and they re-ran both samples again. The final results were: 1st troponin negative 3.2 ng/l and 2nd troponin negative 3.7 ng/l. Based on this, the cardiologist determined the patient's chest pain was not therefore acute coronary syndrome and his CT showed no acute aortic syndrome. Additional information - august 02, 2022 no service intervention was performed and no other events had been reported during that time. Additional information - august 08, 2022 the customer confirmed that the samples would have been stored with a cap on at room temperature between testing. Siemens continues to investigate.